Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the tacking of the mesh on a laparoscopic robotic incisional hernia repair, a very loud crunching was heard when the surgeon went to tack and the tack did not fully seat. They opened a new tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. One partially applied 8dpt device loading unit (dlu) with proper timing was received. Microscopic inspection noted scratches on the inner tube of the dlu. The articulation knob functioned properly. The returned dlu could be loaded onto the returned device. The remaining tack deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu). However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.